Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. Approximately eight (8) years post filter implantation, the patient was hospitalized due to a deep vein thrombosis incident that the trapease filter did not prevent. As a direct and proximate result the patient has suffered and incurred damages, including medical expenses, physical pain and mental anguish, diminished enjoyment of life, and loss of earnings, among other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. Approximately 8 years post filter implantation, the patient was hospitalized due to a deep vein thrombosis incident that his trapease filter did not prevent. As a direct and proximate result the patient have suffered and incurred damages, including medical expenses, physical pain and mental anguish, diminished enjoyment of life, and loss of earnings, among other damages.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. Approximately 8 years post filter implantation, the patient was hospitalized due to a deep vein thrombosis incident that his trapease filter did not prevent. As a direct and proximate result the patient have suffered and incurred damages, including medical expenses, physical pain and mental anguish, diminished enjoyment of life, and loss of earnings, among other damages. According to the information received in the patient profile form (ppf), the patient underwent an unsuccessful percutaneous removal attempt approximately nine years post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. The patient also reports suffering from lack of leg circulation, ulcers, chronic pain, and anxiety. The following additional information was received per the patient¿s implant records: the filter was implanted below the renal veins due recurrent pulmonary embolism despite anti-coagulation therapy and factor v leiden deficiency.

Manufacturer narrative:
Additional information was provided and is available in: concomitant devices: unk catheter. It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that approximately 8 years post implant, the patient was hospitalized due to a deep vein thrombosis. Additional information received indicated that the patient underwent an unsuccessful percutaneous removal attempt approximately nine years post implant. The patient has reported blood clots, clotting, and/or occlusion of the ivc, and the device is unable to be retrieved. The patient also reports experiencing lack of leg circulation, ulcers, chronic pain, and anxiety. The indication for the filter implant was recurrent pulmonary embolism, despite anticoagulant therapy and factor v leiden deficiency. The filter was placed via the common femoral vein and deployed below the level of the renal veins with no reported complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The trapease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Skin ulcers, circulation issues, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues inferior vena cava thrombosis does not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Without images or the patient¿s medical history available to review it is not possible to establish a relationship between the reported events and the device, it is unknown if the filter could not be retrieved due to thrombus formation or endothelialization. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. Approximately 8 years post filter implantation, the patient was hospitalized due to a deep vein thrombosis incident that his trapease filter did not prevent. As a direct and proximate result the patient have suffered and incurred damages, including medical expenses, physical pain and mental anguish, diminished enjoyment of life, and loss of earnings, among other damages. According to the information received in the patient profile form (ppf), the patient underwent an unsuccessful percutaneous removal attempt approximately nine years post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. The patient also reports suffering from lack of leg circulation, ulcers, chronic pain, and anxiety.

Manufacturer narrative:
Additional information was provided and is available in: (event date), (event description), (date received by the manufacturer), (evaluation codes). Additional information is pending and will be submitted within 30 days upon receipt. The exact implant date is unknown.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that approximately 8 years post implant, the patient was hospitalized due to a deep vein thrombosis. Additional information received indicated that the patient underwent an unsuccessful percutaneous removal attempt approximately nine years post implant. The patient has reported blood clots, clotting, and/or occlusion of the ivc, and the device is unable to be retrieved. The patient also reports experiencing lack of leg circulation, ulcers, chronic pain, and anxiety. The patient¿s medical history, indication for the filter implant and procedural details have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Skin ulcers, circulation issues, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues inferior vena cava thrombosis does not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Without images or the patient¿s medical history available to review it is not possible to establish a relationship between the reported events and the device, it is unknown if the filter could not be retrieved due to thrombus formation or endothelialization. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Upon review, the following section has been corrected: product code.